Event description:
Per the clinic, the patient experienced skin irritation at the abutment site which subsequently led to an abutment removal (specific date not reported). However, the issue did not resolve and the patient continued to experience pain and irritation. The internal fixture was subsequently explanted on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report.